Event description:
Customer's wife called to report the passing of her husband. The customer died of a heart attack. The blood glucose at the time of death was 266 mg/dl. Customer was wearing the insulin pump at the time of death. Customer was up all night experiencing high anxiety. Customer had not eaten all day. Customer had taken some medication and became unresponsive. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.